Manufacturer narrative:
H3: onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID:  9735585  software version: 3.1.5 h3, h6) manufacturer analysis has not been performed at the time of report. Applicable codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the site has having issues tracking a biopsy needle and that the system failed to track the biopsy needle during the procedure. It was noted that all other items were viewable and/or trackable. The site had the trajectory locked with a target alignment error of 3.7. It was noted that the site made sure to take hands off before locking. The site was able to track the biopsy needle and the camera only showed one sphere. The tracking became intermittent when going down into the brain. The site tried opening another biopsy needle with the same results. A manufacturing representative (rep) noticed that the biopsy needle was near the close marking on the distance indicator, but was still within bounds. It was noted that the tracking got slightly better when moving away from the camera. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis (software 9735585 stealth station cranial, software version 3.1.5). It is observed from logs that the user selected the procedure and went through the registration task; however, logs did not capture any abnormalities related to the intermittent tracking of the instrument. No interference errors or any localizer errors were observed, which might have resulted in the reported issue. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.